Event description:
Procedure: sigmoid resection. According to the reporter: the sulu did not fire completely and the jaws would not open. Open and partially closed staples fell in the abdomen and were removed. Another device was applied to the patient. Operating room time was extended by more than 30 minutes and procedure was converted to open.

Manufacturer narrative:
(B)(4)